Event description:
A hospital in (B)(6) reported that during a procedure for a tibial fracture, a plate was already implanted on the medial side and the surgeon was drilling laterally. The tip of the drill bit broke off and the broken tip was left in the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. We are not able to determine the exact cause which has lead to the breakage of the drill bit. We can only assume according to the visual damages on the shaft itself that the drill bit got stuck and the lateral force may have resulted in the breakage of the tip. The broken surface itself is homogenous which indicates material conformity as well. No product fault could be detected.